Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy procedure, on the 4th firings with reload were successful. For the 5th firing, they connected reload to the same handle and checked the jaws opening/closing. The surgeon clamped the tissue and tried to fire the device, however the knife did not advance. The surgeon did not make an impact to the device before the firing was started and did not touch the handle unnecessarily after the green button was pushed. There was no patient injury.